Manufacturer narrative:
(B)(4). Results - stent conforms to tortuosity of vessel, severe lesion calcification. Conclusion: stent conforms to tortuosity of vessel, severe lesion calcification. Cine images eval: the rca was severely diseased with poor flow in the distal vessel. The 4.0 x 30mm driver sprint stent was deployed after multiple pre-dilatations of the vessel. There appeared to be resistance to balloon expansion and stent deployment in the vessel, as seen in the profile of the devices during inflation and expansions. The deployed stent did not take on a concentric appearance in the vessel, most likely due to the vessel tortuosity and the calcification in the vessel. Multiple post dilatations at what appeared to be at high pressure did not resolve the non-concentric appearance of the stent. There was no evidence of any stent weld or stent strut fracture on the images. There did appear to be a small degree of material distortion in the stent due to the separation of previously adjacent non-welded stent segments as the stent met resistance in the complex vessel. Driver spring (B)(4) is not approved for commercialization in the us, however, is similar to us approved product (B)(4).

Event description:
The physician intended to treat a lesion in the rca, with moderate tortuosity, severe calcification and 99% stenosis. The lesion was pre-dilated with a 5mm x 12mm balloon (2 inflations 4-6 atms). The physician felt a little difficulty when dilating the lesion with the balloon, however, it resulted in 0-25% stenosis. The physician then implanted a 4.0 x 30mm driver sprint stent. After the stent deployment, the physician post dilated the stent (details unk). The radiation technologist performed ivus analysis and suspected a stent fracture. There was no pt injury reported and the pt is stable one month post procedure.